Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No unresponsive buttons or battery alarms could be verified and no functional tests could be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked display window and a cracked reservoir tube lip.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump after he had fallen into the lake. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 245 mg/dl. Nothing further was reported.